Event description:
Customer's mother reported due to customer's lancing device was not firing the lancet and not working properly, customer was hospitalized with symptoms of hyperglycemia. Customer's mother stated that customer experienced symptoms of hyperglycemia and was brought to a health care facility where he was being diagnosed with severe hyperglycemia and treated with insulin medication. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. The manufacture date for the reported lancing device is unknown.